Event description:
Technician proceeded to scan patient's heart and after programming the injector pump, the technician received the following warning. "A used pre-filled syringe is present. Replace with a new syringe or exit to continue." The syringe was empty and the patient was injected with 150 cc's of air.